Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 1.0; laboratory inr: 4.5. The time between testing was a couple of hours. Reportedly, multiple drops of blood was added to the sample well. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Date of occurrence is estimated as (B)(6) 2014 as this was the date of notification, since the customer could not recall date of event. Investigation pending.